Event description:
It was reported that during an unknown procedure, the deployed clip was unformed at the firing. No bleeding or no damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2022. D4: batch # v94f3k . Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the er420 device was returned with no apparent damage. The device was tested for functionality. During the analysis, fluids were noted on the device. The device was functionally tested, and device fed, retained, and formed the remaining thirteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.